Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with contralateral approach from the left femoral artery. The 75% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and moderately calcified right common iliac artery. A non-bsc guidewire was advanced on the other side but the ivus was not able to cross a previously implanted non-bsc stent due to restenosis. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, after several inflation at 6 atmospheres, the balloon ruptured. A 6x40 balloon catheter was selected and completed the post dilatation, then ivus was performed. After that, a 8x100 non-bsc stent was placed to treat the event. Another sterling balloon catheter, 6.0mmx100mmx150cm (4f), was used to post-dilate the newly placed stent but on first inflation at 8 atmospheres, it ruptured as well. The procedure was completed with the 6x40 balloon catheter. No patient complications nor injuries were reported.